Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Mother states headset is leaking. Does not know exactly where the leak originated on headset but mentioned the adhesive was wet with insulin. No adverse event reported. Device not available for return.